Manufacturer narrative:
The illuminator has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the customer experienced no light output from the camera. The customer reported that there was a blue light lit on but no actual light was coming from the illuminator. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended bringing in an external light source to continue with the procedure. The procedure was completed successfully with no patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the reported problem. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Isi received the illuminator involved with this complaint and completed the device evaluation. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. Failure analysis was able to reproduce the customer reported failure mode. The camera light was not coming up, the da vinci system error codes indicated power/communication issues. The illuminator was installed and tested on an in-house pca system and it would not power up. The front unit was dusty. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.